Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for more than 48 hours the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patients reported blood glucose level was over 250 mg/dl. As treatment, the patient applied a new pod.